Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was not provided. Customer delivered a bolus to address bg and was admitted to the hospital. Customer was treated with "insulin on a sliding scale". Customer was discharged the same day with bg resolved and no permanent injury. Reportedly, customer's healthcare provider recommended customer use another type of infusion set.